Event description:
The sales rep reported a knee revision surgery due to patient infection. The surgeon removed and replaced the tibial insert and the femoral component. The original implant surgery was on (B)(6) 2012. The revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The implant was not returned for examination; therefore, omni could only use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of mfg and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. During the revision surgery, the tibial insert and femoral component were removed and replaced. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.